Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, it is likely that there was a difference in understanding about the device handling and reprocessing steps between recommendations by olympus and the user facility. Subsequently, the suggested event occurred. However, a definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU) : 5.5 manually cleaning the endoscope and accessories: brush the channels olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that incorrect reprocessing of the videoscope was used. The issue was found during a demonstration. There were no reports of patient harm.